Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with an implantable neuro stimulator (ins) for chronic low back pain. It was reported that the patient need to have the device removed because she can hardly move and the ins is swollen at the implant site. The patient state she can hardly touch it. Patient states it is either infection or something. Patient states it feels like she has a wire coming out of her neck and just need it removed because she does not have a health care professional (hcp) to take it out. Patient states she can't lift her arms above her head , can barely sit down. If she sits it takes her forever to stand back up. Patient mentioned she had some x-rays done. Patient is wondering if this could cause her other medical concerns. Patient said she previously was having issues charging first "it would charge then would not charge". There are no trauma/falls reported that could be related to this issue. Patient was directed to health care professional (hcp). No further patient symptoms or complications were reported in this event.